Manufacturer narrative:
The device history records (DHR) for the device and the patient interface were reviewed. No abnormalities that could have contributed to this event were found. The associated device and the patient interface were released based on acceptance criteria. The reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported suction broke as the channel was starting to be made during a lasik flap procedure. Upon follow up, the reporter indicated no patient harm occurred and the procedure was completed.